Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The operation room (or) members resolved the issue by replacing the 30-degree endoscope before calling in for technical support. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause may be attributed to improper customer setup. Based on tse notes, the system issue can be derived due to an improperly seated or disconnected endoscope and/or sterile adapter since there were no reported issues with the two endoscopes used during the operation and both endoscopes were used in following procedures.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the 30-degree endoscope moved in opposite to the surgeon¿s hand movement. Prior to contacting tse, customer used a backup endoscope to resolve the reported issue and proceed with the procedure. The procedure was completing as planned with no reported injury.